Event description:
On (B)(6) 2020 the patient underwent a left open osteochondral autograft to talus with biocartillage. During the procedure an arthrex angel prp kit was used. On (B)(6) 2021 the patient developed an osteomyelitic infection at the surgical site and was admitted to the hospital for 3 days for treatment including two washouts in the operating room and IV antibiotics. On (B)(6) 2021 the facility received notification from the manufacturer of a recall of the aforementioned product due to a lack of sterility. Although the recall and the patient's infection cannot be definitively linked by our infection prevention team, out of an abundance of caution we are reporting the event. FDA safety report ID # (B)(4).